Event description:
The facility reported a flo-gard infusion pump with failure code 94. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the emergency room department. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 94 was confirmed and reproduced during product evaluation. The assignable cause was a depleted main battery. The main battery was replaced to correct the reported condition. Additional information: should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.